Manufacturer narrative:
The tech inspected and tested the siderails and found all to be latching properly. The nurse thought she put the siderail up, but was not 100% sure.

Event description:
The tech was informed by the accounts staff that they found a patient lying on the floor with the right intermediate rail down. No one witnessed the patient fall. No injury. The patient received two CT scans.